Event description:
It was reported that when attempting to monitor a simulated ECG signal using the external hard paddles, only a dashed line is displayed. It was also indicated that each time the device is powered on, an error code is logged in the service error log. Monitoring ECG through the pt ECG cable functions properly. There were no reports of pt use associated with the reported problem.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.